Event description:
Review of programming history showed that the patient came into an appointment set to unintentional settings. At the previous appointment, there was an incomplete diagnostics and no finial interrogation. The settings change was not corrected until a later date.

Manufacturer narrative:
Analysis of programming history.